Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the day of applying the adc freestyle libre sensor. Customer was unable to monitor her glucose levels, and she experienced symptoms of dizziness, nausea, and blurred vision. Customer presented to hospital where she was diagnosed with hyperglycemia and received unspecified fluids, insulin (dose unknown) via IV, and nausea medication. Customer additionally reported that she was monitored in the hospital until her glucose levels lowered to 170 mg/dl. There was no report of death or permanent impairment associated with this event.